Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of watchdog timeout, external ram crc error and unexpected restart after the battery has been out from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump turned off in the night and the customer replaced the battery. A little bit later, the pump came to life but the display flickered. The customer stated that the drive support cap is okay. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, a21 error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No e13, e17, e21 alarms and no display anomaly during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.